Event description:
It was reported that during a refill procedure the healthcare provider (hcp) encountered filling difficulty that resulted in a pocket fill. Patient was hospitalized and administered narcan. Patient experienced overdose symptoms esp. Lethargy. The hcp withdrew drug out of reservoir to verify what was in pump and determined that patient got approximately 6 ml into the pocket. Patient status at the time of this report was noted as alive - no injury. Drug delivered via the device was not reported. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported the patient was going to go in on (B)(6) 2013 for an "it" replacement and then will be seen on (B)(6) 2014- for "post it replacement." This additional information had previously been reported in manufacture report # 3004209178-2013-19493, but pertains to this event due to the date of events.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: as of the date of this report it was stated that patient was in the ICU (intensive care unit) 2 weeks ago for 5 days "due to overdose" (exact dates not provided). Per reporter healthcare provider (hcp) didn't know what happened to cause the reported overdose. Patient had passed out on his way to the car from the refill appointment prior to the overdose. Medical staff found him at his car. Hcp turned off the pump and pulled medication out of the pump in the emergency room. It was stated that 6.5ml to 7 ml of medication was not accounted for; about 13 ml remained out of the 20ml that were injected earlier in the day at the refill appointment. Pump was turned back on the day he was released from the hospital. Patient wanted the pump removed at this time. At the time of the event the medication delivered via the pump was morphine dose: 2.5mg/day, clonidine dose: 250.4mcg/day, and bupivacaine dose: 2.1mg/day. Patient hadn't had a problem with the pump/therapy again until 2 weeks ago and had heard no alarms. (B)(6) 2013 (e1a/rep): no information